Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the t-wave resulting in an inappropriate shock. An exercise test was performed and confirmed that the secondary sensing vector was the best choice to prevent recurrance. The device was reprogrammed and remains in service. No adverse patient effects were reported.